Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an embolization of a mid-cerebral artery aneurysm procedure, while using a 5f diagnostic catheter, the tip of the catheter detached within the patient. The physician had acquired retrograde arterial access and negotiated the patient abdominal aorta with a guidewire and catheter. During catheter manipulations within the patient's abdominal aorta the catheter tip detached and migrated antegrade, into the common iliac artery. During attempts to capture the foreign body with a vascular snare device, the foreign body fragmented into two pieces and migrated further into the patient's periphery. The physician wanted to avoid further fragmentation of the foreign body, so the decision was made to leave the foreign body within the patient.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.